Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons on the insulin pump stopped working. She received a button error alarm. Her blood glucose level was 67 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.